Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 800 mg/dl. The customer was treated with bolus and insulin pump. Troubleshooting was done. The customer state that does insulin pump had air bubbles and does what the insulin pump tells her to do and rewinds it, but that's not fixing the problem. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating current, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The pump was used a liquid reservoir test and run a couple bolus then monitored for any bubbles anomaly. No air bubbles anomaly noted during test. Pump was received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address, serial number label, cracked belt clip slot and cracked case reservoir tube window corner.